Manufacturer narrative:
Initial reporter state: (B)(6). Initial reporter phone: (B)(6).

Event description:
It was reported that the left leg was amputated. A 2.1mm jetstream xc atherectomy catheter was selected for use in an atherectomy procedure on may 11, 2022. The target lesion consisted of a mixed morphology, including calcified lesions, plaque and some thrombus. It was located in the tibial peroneal trunk and anterior tibial artery. During the procedure, it was noted that there may have been some spasming of the vessel. While ablating the lesion, some debri including plaque, and calcification, moved downstream to other vessels. On (B)(6) 2022, it was revealed that the left foot/leg was amputated.